Event description:
The customer reported that the device dumped all settings and displayed a default settings message.

Manufacturer narrative:
The customer reported that the device dumped all settings and displayed a default settings message. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.